Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06084. A medical chart review was performed and identified the following info. The patient rec'd stimulation coverage in the targeted areas, however the patient stated the stimulation increased his pain. The patient also reported he experienced pain at his ipg and lead sites. It was noted on (B)(6) 2010, the patient turned off his scs system and requested to have it removed. The patient wanted an intrathecal (pain) pump implanted. The time period between (B)(6) 2010 and (B)(6) 2011 the patient's issues were treated with pain medication, physical therapy, reprogramming, epidural steroid injections and nerve blocks. The patient's entire scs system was removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.